Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a physicist discrepancy of the dose rate too high. No pt injury was reported.